Event description:
Further information received from the physician reveals that it was "possible to likely" that the patient's increase in seizures were related to vns. The increase in medication prior to the event was done to prevent/minimize seizure activity. The increase in seizures was attributed to be normal for the patient as she has a "cluster every few months." No causal or contributory programming changes or other external factors were noted to precede the onset of the increased seizures.

Manufacturer narrative:
Explant date was inadvertently left out of last report as is now updated.

Event description:
Per clinic notes dated (B)(6) 2011, the patient was hospitalized earlier in the month for a cluster of seizures. At the visit on (B)(6) 2011, the vns was unable to be interrogated due to it being dead. A battery life calculation was performed which gave a negative result indicating the device is at expected end of service. The physician increased the patient's depakote to address recent breakthrough seizures and the patient is being referred for x-rays and generator replacement surgery, but it has not occurred to date. The increased seizures may be due to loss of vns therapy, but this cannot be confirmed at this time. Attempts for further information have been unsuccessful to date.

Event description:
It was inadvertently left out of the last medwatch report that the patient underwent generator replacement surgery on (B)(6) 2011 due to end of service. The explanted device is not available for return to manufacturer, per hospital policy.